Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer visit to emergency room and hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 220 mg/dl, 170 mg/dl. The customer was not assisted with troubleshoot for high blood glucose because the blood glucose was not over 400 mg/dl. The customer states they had trouble to getting into auto mode and getting a bolus. The customer stated that the insulin pump had main arm cannot communicate with the motor arm alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they perform a self-test and it test did not pass. The device will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2019 due to high blood glucose and not having a back up plan. Blood glucose level was 220 mg/dl at the time of admission and 170 mg/dl at the time of the call. The customer did not troubleshoot for high blood glucose as the blood glucose was not over 400 mg/dl. The customer also reported they had trouble getting into auto mode and getting a bolus due to pump error alarm where the main arm cannot communicate with the motor arm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and did not pass. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low-level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. The main arm cannot communicate with the motor arm is found in the pump history file due to a software error.